Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal prolonged menses and heavy bleeding/ abnormal bleeding (menorrhagia)") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, abdominal distension, dyspareunia, anxiety, depression, menorrhagia and mood swings outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received- new events abnormal bleeding (vaginal), mood swings were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal and nickel sensitivity. Concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") and back pain ("lower back pain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In december 2010, the patient experienced mood swings ("mood swings") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In (B)(6) 2017, the patient experienced anxiety ("anxious"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), depression ("depressed"), menorrhagia ("abnormal prolonged menses and heavy bleeding/ abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), psychological trauma ("psychological trauma"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder disorder nos"), fallopian tube spasm ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and procedural vomiting ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and was found to have hormone level abnormal ("altered hormone level "). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (essure removal/ laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, weight increased, dyspareunia, urinary tract infection, abdominal pain and hormone level abnormal had resolved, the vaginal haemorrhage, abdominal distension, anxiety, depression, menorrhagia, mood swings, vulvovaginal mycotic infection, allergy to metals, premenstrual dysphoric disorder, psychological trauma, urinary tract disorder, bladder disorder, fallopian tube spasm and procedural vomiting outcome was unknown and the dysmenorrhoea and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, hormone level abnormal, menorrhagia, mood swings, pelvic pain, premenstrual dysphoric disorder, procedural vomiting, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted- 2003, (B)(6) 2007, 2006, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed proper placement total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included overweight. In april 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced allergy to metals ("nickel allergy"). In july 2007, the patient experienced urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") and back pain ("lower back pain"). In december 2007, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In december 2010, the patient experienced mood swings ("mood swings") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In october 2017, the patient experienced anxiety ("anxious"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), depression ("depressed") and menorrhagia ("abnormal prolonged menses and heavy bleeding/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (essure removal/ laparoscopic essure removal). Essure (ess205) was removed in september 2011. At the time of the report, the pelvic pain had resolved with sequelae, the weight increased, vaginal haemorrhage, abdominal distension, dyspareunia, anxiety, depression, menorrhagia, mood swings, vulvovaginal mycotic infection, allergy to metals and premenstrual dysphoric disorder outcome was unknown, the urinary tract infection had resolved and the dysmenorrhoea and back pain was resolving. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, premenstrual dysphoric disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted- 2003, apr-2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in july 2007: results: confirmed proper placement total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. Event onset dated updated. Outcome for previously reported event severe pain/ pain is updated to recovering/ resolving. New event: urinary tract infection, yeast infection, nickel allergy, dysmenorrhea (cramping), premenstrual dysphoric disorder, lower back pain were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal and nickel sensitivity. Concurrent conditions included overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infection") and back pain ("lower back pain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In december 2010, the patient experienced mood swings ("mood swings") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In (B)(6) 2017, the patient experienced anxiety ("anxious"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), depression ("depressed"), menorrhagia ("abnormal prolonged menses and heavy bleeding/ abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), psychological trauma ("psychological trauma"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder disorder nos"), fallopian tube spasm ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and procedural vomiting ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and was found to have hormone level abnormal ("altered hormone level "). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (essure removal/ laparoscopic essure removal). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the pelvic pain, weight increased, dyspareunia, urinary tract infection, abdominal pain and hormone level abnormal had resolved, the vaginal haemorrhage, abdominal distension, anxiety, depression, menorrhagia, mood swings, vulvovaginal mycotic infection, allergy to metals, premenstrual dysphoric disorder, psychological trauma, urinary tract disorder, bladder disorder, fallopian tube spasm and procedural vomiting outcome was unknown and the dysmenorrhoea and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, hormone level abnormal, menorrhagia, mood swings, pelvic pain, premenstrual dysphoric disorder, procedural vomiting, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted- 2003, (B)(6) 2007, 2006 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: confirmed proper placement total bilateral occlusion. Amendment: the report was amended for the following reason: this is retention case and all information from duplicate case (B)(4) was transferred to this case. Events abdominal pain,psychological trauma, urinary tract disorder ,bladder disorder, fallopian tube spasm and procedural vomiting and hormonal level abnormal were added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), menorrhagia ("abnormal prolonged menses and heavy bleeding"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient had a surgical procedure to remove in 2011. At the time of the report, the pelvic pain, weight increased, menorrhagia, abdominal distension, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.